Event description:
It was reported by the rep the device was used during a laser laparoscopy. The rep came out of another case and asked a nurse what had happened and it was reported the veress needle was inserted, the 511sd was inserted, and the scope was inserted. Upon exam of the abdominal cavity, a small amount of blood was noted and was initially believed to be a nick of the omentum. It was suctioned out easily and they began to proceed. Into the procedure, they noticed bleeding and upon further inspection it was found a nick in the aorta occurred. A general vascular surgeon was called and the pt was opened. A cell saver is in use. The case is currently ongoing and additional info will be provided at a later time. It was reported the event was not related to the device.